Event description:
It was reported that a catheter issue occurred. The 75% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery. The opticross hd imaging catheter was selected for intravascular ultrasound examination. During the procedure, specifically during pullback, the screen became black when the device was used, no image was displayed, and slight bending of the shaft was observed. It was also noted that air was not removed during preparation for flushing. The procedure was completed with another of the same device. No patient complications were reported.